Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd nexiva¿ closed IV catheter system there was an issue with resistance when removing the needle tip from the catheter tip. The following information was provided by the initial reporter, translated from (B)(6) to english: when removing the needle tip from the catheter tip, hcp felt resistance.

Event description:
It was reported that before use of the bd nexiva¿ closed IV catheter system there was an issue with resistance when removing the needle tip from the catheter tip. The following information was provided by the initial reporter, translated from japanese to english: when removing the needle tip from the catheter tip, hcp felt resistance.

Manufacturer narrative:
Investigation summary: bd received one unused nexiva 20ga single port unit between two blister trays (bottom web) from the material number 383517, lot number 9135961. In addition, two photographs were submitted which displayed similarities to that of the returned unit. Through the visual/microscopic examination damage was not observed on any of the components of the units. The needle was not crimped, curved or bent. The needle was tested for the presence of lubrication in which the needle revealed to be adequately lubricated per specification. The needle set was disassembled to evaluate the washer, which was slightly bent in the middle. The slightly bent washer did not affect the fit, form or function of the returned unit. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.